Event description:
Event description guidant received information that the the ventricular lead model 4450 had impedances greater than 2500 ohms. The lead was not capturing and the sensing was poor. The high impedances caused the pacemaker's lead safety switch to activate. The caller tried to program the lead back to bipolar mode but there was no capture. The atrial lead model 4016 was not properly sensing the patient's atrial fibrillation. The patient is not pacemaker dependant and had no symptoms.